Manufacturer narrative:
Corrected data: h9: fsca should not have been added.

Event description:
Additional information received that troubleshooting was able to resolve the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient underwent an unrelated surgical procedure on (B)(6) 2020 and the ipg was not placed into surgery mode. Troubleshooting is pending.